Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump fell to the ground and the pump touchscreen cracked. Pump was functional; however, customer could not see pump display correctly. Customer's blood glucose was 237 mg/dl. Reportedly, customer reverted to using manual injections for insulin therapy.